Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-09082. The patient has two leads implanted with the same lot number. It was reported the patient (B)(6) never received effective stimulation. Lead diagnostics showed multiple low impedance values. Reprogramming was unable to resolve the issue. It was also reported the patient's leads were eroding through the incision near the anchor site approximately one month after implantation. The patient's injury was treated by the physician without surgery at that time. The patient's entire scs system was removed.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.